Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). The customer decided not to repair the device at this time. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer reported a touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.